Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. It is concluded that the reddening of skin and blister on the patient right hip was caused by the close proximity of the coil cable / connection with the flex part to the patient skin. No padding was used to ensure sufficient distance. Furthermore the following contributing factors were observed: the patient was elderly which may indicate a hampered thermo-regulation. The patient was dressed in own (polyester) clothing. Four (4) scans on high sar values were administered. No patient ventilation was used. The mr examination room humidity was above the specified value. (B)(4).

Event description:
Philips received a report from a customer related to a heating incident (2nd degree) with the cardiac coil on an intera 1.5t system. An elderly male patient was positioned head first, supine and scanned for a prostate examination. After the examination reddening of the skin and blistering (size about 8cm in diameter) was observed on the right hip of the patient.